Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially reported a sensor error message issue with the freestyle libre sensor and ordered a replacement product. The customer further reported that due to a delivery delay of the replacement sensor, they did not have a device to monitor their glucose and experienced a medical event. The customer experienced dizziness, headache, and required treatment of rapid insulin (dose unknown) and unspecified pill provided by third-party. No additional details were provided. There was no report of death or permanent injury associated with this event.